Event description:
The patient felt that her therapy was not as effective as it had been in the past; she could not ambulate as well as she could in the past. The patient had increased spasticity. The pump was replaced. The patient¿s status was reported as ¿alive-no injury¿. The patient was doing well following the replacement. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.